Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Elevated intraocular pressure was reported. The surgeon enlarged the pi; and it was noted the patient was medically treated. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim #: (B)(4).